Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was also noted that the patient experienced nasty pains around the device site intermittently. Boston scientific technical services (ts) then referred the patient back to the physician. The rv lead remains in service. No additional adverse patient effects were reported.